Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the trocar was leaking air from the valve. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4):all the trocars are with the optiview technology.the trocar made a noise that was hard to ignore.there was a drop in the pressure and the surgeon lost visibility.an echelon flex 45 was inserted in the trocar.

Manufacturer narrative:
(B)(4). The analysis results found that 54 devices were returned inside the original package. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch records for the lot number provided were reviewed and no anomalies were noted during the manufacturing process.